Manufacturer narrative:
In the case description, the user mentioned that the pdm battery would not hold charge and the pdm would overheat. The pdm was plugged in and allowed to charge to 100%. The pdm was able to charge with no issues. The pdm was not observed to get hot while charging. The pdm was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the pdm showed an instance on the date of occurrence where the battery level dropped from 77% to 16% in less than 2 hours and the battery temperature increased to 43 degrees c while the device was not plugged in. The device exceeded the 40 degree c operating temperature specification, but did not get hot enough to generate the warning message that occurs at 45 degrees c, indicating that the increase in temperature did not impact device operation. The exact cause of the increase in battery temperature could not be determined as the device was not charging at the time of the increase. Though the battery drained quickly, it could not be determined if the pdm was able to last the expected 48 hours due to overwrite of the engineering logs from the date of occurrence. The logs showed that after the pdm was fully charged after this battery decrease it was able to reach 24 hours with 66% charge, indicating that it would last 48 hours without needing to be charged. The pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm battery was able to hold a charge for the required 48 hours. No instances of increased battery drain were observed during the test. The exact cause of the battery drain and increased battery temperature observed in the logs could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was too hot to touch. It was also reported that the battery is draining very quickly.